Event description:
It was reported that during a regular visit, a high threshold was indicated on the right ventricular lead. The impedance was also noted to be high. The lead polarity was changed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: a5dr01 implantable pulse generator (ipg) 2011-(B)(6); 5554-45 implantable pacing lead 2011-(B)(6).